Event description:
It was reported that the patient was having some power cable disconnects while connected to the mobile power unit (mpu). Log files were sent for review to confirm no controller issues. The mpu was brought in and the pins were checked. Everything looked fine. The log file captured a few low power advisories due to battery depletion all throughout the log file. Some of the low power advisory's had progressed to low power hazards on 28oct2024 and 29oct2024. The patient was running on battery 12 hours before switching power. Some of the low power advisories were due to poor connection with the battery clips. Otherwise, the log file captured routine events, there were no notable alarm conditions or parameter changes. The vad was functioning as intended. The cause of the alarms was unable to be identified. The pins were fine in the battery cable, it was thought to be an internal cable issue. Multiple clips, batteries, and mpu connections were tried as troubleshooting. The alarms resolved with a controller exchange.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
D4: primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage advisory alarms was confirmed via the submitted log file. Data from the submitted log file spanning approximately 3 days ((B)(6) 2024 17:05:22 to (B)(6) 2024 15:10:16 per timestamp) was reviewed. Throughout the log file, intermittent atypical power cable disconnect and low voltage advisory alarms were captured and were due to the relative state of charge (rsoc) voltage fluctuating below the alarm thresholds on the white power cable. These alarms occurred when connected to 14v battery power and were not associated with true power exchanges or routine battery depletion. The alarms resolved each time when the rsoc voltage returned to the expected voltage range. The atypical power cable disconnect alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. The provided information indicated multiple 14v li-ion batteries, battery clips, and mobile power units were used and did not resolve the alarms. The system controller was exchanged, and the alarms resolved; however, the system controller will not be returned for further analysis. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii patient handbook was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect and low voltage alarms. The heartmate ii instruction for use, section 2, entitled ¿system operations¿, advises the user to not bend, kink, or twist the system controller power cables. The heartmate ii patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.